Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing due to functional issue) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing due to functional issue.